Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding. The lesion size was 1.7 cm in size and located in the right lower lobe. The distance to the pleura was 2 cm. The robotic portion of the procedure was completed, but there was some blood clotting observed in the tool channel after biopsy. The excessive bleeding was noticed thereafter. The physician reported that the bleeding occurred at the parenchyma; the physician noted that this type of bleeding could have potentially occurred via another biopsy modality. Labs: inr 1.2; platelets 154; and cr 1.25. The patient was on antiplatelet therapy (asa), and it was not held. The approximate amount of blood loss was 150+ cc. The patient experienced airway occlusion from the bleeding, which required cold saline injection, suctioning, clot retrieval via forceps and basket, post-procedure intubation, and close observation for 6 hours. The patient was observed overnight and then discharged home uneventfully. Per the physician, there were no issues with the ion system, instrument, or accessories.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.